Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing, the outer two rows on the left hand side of the stapler did not form. The surgeon oversewed the area. The same device was reloaded to complete the procedure. There was no patient consequence. The first firing was a black cartridge and firings after the issue were gold. Gore seamguard buttressing material was used on all firings. The bmi and gender of the patient is unknown.